Event description:
After storage, bag was found broken at the seal. The bag was filled with 100ml volume and stored in metal cassettes in liquid nitrogen. The product was not reinfused, patient engrafted after transplantation.